Event description:
The customer received a blood glucose reading of 40mg/dl on the breeze2, and felt weak and sleepy, which she related to low blood glucose. Further information was not provided. Strip information was not provided and the strips were not expected to be returned for evaluation. A new meter was sent to her.